Event description:
It was reported that the chronic right ventricular (rv) lead impedance increased greater than 3000 ohms. No intervention was taken due to the patient's clinical status. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.